Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used.

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 367899, batch no. 0184376. It is reported customer experienced under filling. Verbiage received, - "product name: k2 edta 10.8 mg pink top tube/367899. Lot number: 0184376. Any injuries and/or harm: no. What is the issue you experienced: the vacuum did not work and the tubes were not able to be filled. This happened with two tubes. Is the actual sample available: yes. Contact name/phone number: (B)(6)."

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 367899, batch no. 0184376 it is reported customer experienced under filling. Verbiage received, - "product name: k2 edta 10.8 mg pink top tube/367899. Lot number: 0184376. Any injuries and/or harm: no. What is the issue you experienced: the vacuum did not work and the tubes were not able to be filled. This happened with two tubes. Is the actual sample available: yes. Contact name/phone number: (B)(6)""

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.